Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (vessel rupture). (B)(4)..

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm. Two conformable gore® tag® thoracic endoprostheses were successfully deployed. The patient tolerated the procedure. On (B)(6) 2018, a follow-up computed tomography (CT) was performed, revealing a retrograde thoracic aortic dissection originating from a new entry tear (stent-induced new entry, sine) which was located around the proximal end of the proximal endoprosthesis. A reintervention was performed to repair the retrograde aortic dissection. A 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/15819401) was advanced from the left common femoral artery and two conformable gore® tag® thoracic endoprostheses were successfully implanted proximal to the existing endoprosthesis. Additionally, as a chimney endoprosthesis, a gore® viabahn® endoprosthesis was deployed in the left subclavian artery. Upon withdrawal of the 24-fr sheath, vessel rupture was revealed in three different portions of the access vessel, two in the left external iliac artery and one in the left common femoral artery. Four additional endoprostheses were implanted to repair those access-vessel ruptures. The patient tolerated the procedure.